Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt rep reported that the pt was at (B)(6) hospital and needed an MRI done but the hospital wouldn't do the MRI; pt said later in the call that the hospital said they would do MRI (head only) but they would need a medtronic rep to verify eligibility and mentioned the hospital calling medtronic for this (pss saw no record of this in cmf). Pt rep said they would like a medtronic rep in the area to come to the hospital to help with pt getting MRI. Pt rep said the pt's implant battery has been dead for years and a medtronic rep, mike (last name unknown), once came out to the house to try to start the implant for them because the implant battery went dead; pss understood the pt had overdischarge in the past and a medtronic rep came to see if they could get the pt's implant battery out of overdischarge. Pt rep then said the patient met with their doctor after meeting with the rep and that the doctor's assistant mentioned the device was old and needed to be pulled out for a new device. Pt rep said this was all maybe 2 years ago. Pt rep said the pt's hcp has retired, so they don't have a managing hcp now. Pt rep said the hospitalization was not related to the device. The patient was redirected to their healthcare provider to further address the issue. Pss also emailed medtronic reps for visibility. The rep replied that they had spoke with the nurse and told them that the patient's battery was 10 years old and had been dead a few years so it wouldn't be able to be jumpstarted and therefore a rep wouldn't need to be at their appointment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt reported that ins is dead. On (B)(6) an attempt was made to interrogate the ins but unable to connect to ins. The caller could not confirm normal end of service (eos).